Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instructions for use everolimus eluting coronary stent systems, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery. A 2.75x48mm xience xpedition was implanted and was noted to cause a dissection. A 2.75x28mm xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.